Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were no alarm sounds. Patient involvement unknown.

Manufacturer narrative:
Additional information: b5 and h6 - health effects codes h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection noted the device was received in good condition. No physical damage observed. Functional testing confirmed the complaint. There were no alarms when depressing switches. Root cause was attributed to a faulty printed circuit board (pcb). What caused the damage to the pcb could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the pcb. Device passed functional testing after the completed repairs.

Event description:
Additional information was received: there was no patient injury and no medical intervention. No further details provided.